Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a message stating "the machine doesn't recognize that he removed his old cartridge". There were no alert or alarms found in the pump history. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support customer was able to successfully load a new cartridge onto the pump.